Event description:
A facility reported there were at least three corneal burns with two doctors. Patients' outcomes were unknown. Additional information has been requested. This patient is reported under MFR. Report # 2028159-2007-00055. The other two patients are reported under MFR. Report #'s: 2028159-2007-00054, 2028159-2007-00056.

Manufacturer narrative:
The customer was provided with additional information on possible causes of thermal injuries. A company rep worked with customer, reviewing settings and technique.